Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. The motor error alarm, history anomaly and software error alarm were all unable to be verified due to blank display. The displacement, basic occlusion, occlusion, priming and excessive no delivery tests were all unable to be performed due to blank display. The insulin pump had scratches on the display window and missing end cap sticker. The motor passed the motor tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call motor error alarm, history anomaly, software error and high blood glucose levels. Customer's blood glucose level was 586 mg/dl. Customer treated their high blood glucose level with the insulin pump. Customer's father advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer advised the motor error alarm occurred during bolus delivery. Customer advised during a bolus attempt the insulin pump would shut down and the display would be blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.